Event description:
It was reported that balloon tear occurred. The 85% stenosed target lesion was located in the severely calcified mid left anterior descending artery. A 3.50mm x 12mm nc emerge balloon catheter was selected for use. However, during the procedure, the balloon was torn. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable. It was further reported that the balloon failed to cross the lesion well. The balloon was inflated and ruptured.

Manufacturer narrative:
Returned product consisted of a nc emerge balloon catheter. The balloon was loosely folded, with blood and contrast in the balloon and shaft. Analysis of the tip, balloon (and markerbands), inner/outer shaft included microscopic and visual inspection. Inspection revealed a burst in the balloon material that was 7mm in length. Inspection of the rest of the device found no other damage or defect. The reported ruptured balloon was confirmed. The failure to cross could not be confirmed as clinical circumstances could not be replicated.

Event description:
It was reported that balloon tear occurred. The 85% stenosed target lesion was located in the severely calcified mid left anterior descending artery. A 3.50mm x 12mm nc emerge balloon catheter was selected for use. However, during the procedure, the balloon was torn. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.